Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose reading was 46 mg/dl. Customer declined to troubleshoot. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.